Event description:
Legal claim received. It is alleged that the patient suffers from pain and possible increased metal ions in the blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-04116. This report, 1818910-2013-11409. 1818910-2013-04116 will be kept for investigation purposes.